Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was in a long-term care facility. For the past couple of weeks, the patient had been complaining that his bed had been shocking him. The patient lays in bed most of the time and he feels the bed is shocking him. The patient thinks with the bed being plugged in, it is charging the ins. The patient had been having some hallucinations because of medication changes and thinks this could be the reason why the patient thinks the bed is shocking him. It was reviewed that the device could cause shocking even when it is off. Additional information was received from the healthcare provider. It was reported that the patient was having a shocking sensation in hi lower left back. No further complications were reported/anticipated.